Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) battery is not holding charge.

Manufacturer narrative:
The returned swollen battery investigation is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.